Event description:
Patient revised for second time on (B)(6) 2020 due to instability. Primary surgery occurred (B)(6) 2018, and first revision due to dislocation occured (B)(6) 2020 (previously reported). Surgeon explanted the 135/145 standard humeral cup and replaced it with a 36/+3 standard humeral cup and a 135/145 reversed adapter for an extra +9mm of spacing.